Manufacturer narrative:
Initial MDR 2432235-2015-00519 was filed on (B)(4) 2015. Additional information ((B)(4) 2015) : siemens customer service contacted the customer site. The customer has indicated that the calcium assay performs better than it did last month, and the customer continues to calibrate the assay everyday on the advia chemistry xpt instrument.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse found that the probes were not being washed well and adjusted the water supply pump pressure. As the customer had multiple systems in the lab, a correlation study was carried out on all systems and the results were within specifications but did not correlate with the results obtained from a reference lab that the customer was using. Then the fse noticed that the calibrator factor value set in the software was incorrect for the assay, changed the value and the correlation on all systems was repeated and the results were acceptable to the customer. The customer has indicated that the results are acceptable as long as the assay is calibrated on a daily basis. Siemens is investigating the issue.

Event description:
The customer has indicated that they are obtaining higher results for the calcium assay on the advia chemistry xpt instrument. Patient samples with mean values around 6.2 and 13.3 are now recovering 1 mg higher than previous results. Patient results were reported out to physician(s) and questioned. There were no reports of patient intervention or adverse health consequences due to the higher results for calcium on the advia chemistry xpt instrument.

Manufacturer narrative:
Additional information (4/7/2016) : siemens headquarters support center (hsc) evaluated the instrument files and siemens regional support center visited the customer site. Analysis of variance study was carried out on the advia instrument at the customer site. This was a five day calibration study, which indicated that the calcium assay demonstrated a stable calibration over the five day period with no drift observed on the two controls and patient pool samples. The assay performed within specifications. This instrument is performing according to specifications. No further evaluation of this device is required.